Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented to the hospital with very transient and low intensity chest pain at rest and at exertion as well. The patient underwent nuclear stress chest which revealed large infarct with possible mild peri-infarct ischemia, dilated ventricular volumes and low ejection fraction. The patient was discharged with isosorbide mononitrate 30 mg sa. Five days later, the patient again presented to the hospital with increased, moderate intensity chest pain. The patient was treated with 3 sublingual nitroglycerin and 4 mg of morphine in emergency department which resolved the chest pain. The chest radiography revealed mildly enlarged cardiac silhouette without acute process identified. On the next day, the patient underwent intra-aortic balloon pump (iabp) insertion in the cath lab and the was admitted to intensive care unit. The patient was discussed with the option regarding intervention including coronary bypass graft, percutaneous coronary intervention and medical management and the patient decided to continue to be on medical management. On the following, the iabp was removed and the patient remained stable without issues over the next 24 hours. The patient ambulated without issue prior to discharge.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05644. (B)(6) clinical study. It was reported that in-stent restenosis and unstable angina occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located from proximal left anterior descending (lad) artery to mid lad artery with 90% stenosis and was 36 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm and 3.50 x 16 mm promus element¿ plus drug eluting stents. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient was hospitalized in response to unstable angina. The patient underwent angiography without revascularization which revealed in-stent restenosis. The patient was treated with medication in response to the event. In (B)(6) 2016, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.